Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the act button was unresponsive. The blood glucose reading was 210 mg/dl. The customer had to press the button along the edge with the fingernails for the button press to be acknowledged. The customer did not recall any significant event leading to the keypad issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act button/keypad dome. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip. The keypad connector was fine.